Event description:
Health care facility reported that a patient with a catheter had 'yellowish pus-looking drainage' under the gel pad and the skin is red underneath. The facility reported that the catheter was removed and an ointment was applied to the skin. The facility reported that the skin reaction is improving.

Manufacturer narrative:
Conclusions: device not returned - no evaluation will be performed. Device or lot code not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge; change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.